Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the glass cap fracture likely occurred to due to excessive cap wear during the procedure. Cap wear may accelerate due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and potentially lead to cap/tip fracture. Based on the observed glass cap fracture, the reported event is confirmed. The interaction between the user and device, caused or contributed to the reported event/fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified partial glass cap detachment and the glass cap exhibits severe devitrification. The fiber was functionally tested with helium-neon (he-ne) laser fixture. The testing conducted did not identify any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU also indicates: if excessive tissue or debris is allowed to accumulate on the laser fiber tip, over heating of the laser fiber tip will occur leading to premature fiber degradation and/or laser fiber failure. Investigation conclusion: a conclusion code of unintended use error caused or contributed to event was assigned to this event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber was unusable after 60,676 joules and 23 minutes of use. The procedure was completed using a new fiber. There were no patient complications. Analysis of the returned fiber noted a partial glass cap detachment.